Manufacturer narrative:
Returned device was received in decent physical condition. The top case was cracked by the tube holder and there was a broken tube holder. Additionally, the right plunger case was cracked and there was visible contamination on the device. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported problem. There was no fault found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump alarmed with a force sensor error even after being just calibrated. No patient present at the time of the event. There were no reported adverse events.